Event description:
A malfunction alarm, identified as malf 0, was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance to the customer by giving pump reset information and helping reset the device. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue happened again.